Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for intractable spasticity and head/brain injury. The reporter contacted the managing physician to discuss MRI guidelines and was instructed to call the manufacturer (managing physician did not order MRI). It was stated the managing physician mentioned to her the last time the patient had an MRI, the pump turned off and the patient experienced seizures. Information received from the managing physician indicated he was unaware of the pump stopping due to MRI. The managing physician told the reporter the pump ran out of baclofen and the patient had seizure like activity (mfg. Report # 3004209178-2016-05260). If the pump stopped and the medication was interrupted, that was a risk. The managing physician directed the MRI representative to the manufacturer to see if an MRI with a pump was ok. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.